Manufacturer narrative:
It was reported that device had an unspecified issue. Identification of issue has been done by analyzing problem description and service report. There have been no adverse events sustained as a result of the issue. Technician clarified that filters with holder were missing, which were replaced by customer. No other failure was reported. The device was delivered to the user in working condition. We do not consider issue with missing filters with holder as a safety related, as it would not affect ventilation. The decision about reporting was made in abundance of cautions based on the initially reported information. The root cause of the issue has not been determined. The correction of fields #b3 date of event and #g3 date received by manufacturer was required. This is based on the internal evaluation. #b3 date of event: previous date of event: 05/18/2023. Corrected date of event: 05/03/2023. #g3 date received by manufacturer: previous date received by manufacturer: 05/18/2023. Corrected date received by manufacturer: 05/03/2023.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had an issue. No more information was available. The patient involvement is unknown. Manufacturer's ref. #: (B)(4).